Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
A health professional called to inquiry if the episode the ilr (implantable loop recorder) recorded was a true asystole episode. The transmission from the ilr (implantable loop recorder) shows an apparent false asystolic episode due to undersensing. The ilr remains in use. No patient complications have been reported as a result of this event.